Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with an infection in the scrotum; therefore, the ipp was removed, a washout was performed, and a malleable device was implanted. No device issues and no further patient complications were reported.